Manufacturer narrative:
For the 2 events reported under exemption number e2012012, 2 complaint devices were returned. 2 events were found to have a root cause of operational context

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ e2012012 for product code ezn. This report covers 2 reported events of balloon pinhole. All demographic information is unknown.